Event description:
It was reported that drill was shedding metal debris during labral repair procedure. Debris was removed from the patient with shaver. No procedural delay or patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.